Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out of the insulin pump. The customer has changed out the set, but the issue persisted. The customer also reported insulin continued to drip after the act button was released. Troubleshooting found a compromised force sensor system alarm in the alarm history. The drive support cap appeared to be normal on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.